Manufacturer narrative:
Updated UDI: (B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation, nor information such as transaction logs to allow codman to analyze the pump flow rate. If the sample or further information is received in the future, this complaint will be re-opened and evaluated. The medstream pump 20ml pump 91-4200, serial number (B)(4), was not involved in any other complaint. The DHR of product code 91-4200, lot crhcdw, (s/n (B)(4)) was reviewed and no discrepancies were noted. The product was released on (B)(6) 2014, qty. (B)(4). No root cause could be determined since no sample nor transaction logs were returned for evaluation. If the sample or further information is returned in the future, this complaint will be re-opened and evaluated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
Several information related to daily dose, concentration, volume pump were provided and were analysed. For period (B)(6) 2015 discrepancies were noted between the volume calculated based on the programmed flow rate and the volume measured by fls. 7.94ml were missing in the reservoir in comparison with the expected value based on the programmed flow rate. However, the transactions logs associated to those information were not provided and are necessary to confirm this volume discrepancy. After several requests, no transaction logs nor the pump itself were received. For this reason, the investigation has to be closed at this time and it will be re-opened and evaluated in the future, once the sample or further information is received.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
A patient has stated that the mentioned product caused him a lot of problems such as a state of coma and continuous visits to the hospital for refill.